Manufacturer narrative:
Study event. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this complaint. Stroke may occur during this type of procedure and is listed in the instructions for use.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the pt experienced unclear speech and deviation of the eyes and was diagnosed with a seizure and was treated with dilantin. The pt has a history of seizures. Two days later, the pt experienced decreased strength in the left foot. A MRI revealed new small scattered foci of restricted diffusion in the cerebellar hemispheres bilaterally, occipital lobes bilaterally, right median parietal lobe, and possible right frontal lobe consistent with small foci of infarct. The symptoms resolved two days later without treatment. There is no additional info available at this time.